Event description:
It was reported that the battery of the t:slim x2 pump would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer switched to backup charging supplies, and no further assistance was required as the pump began charging again.